Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal device check-up, post-paced t-wave oversensing was observed during an auto sense test. Signs of possible loss of ventricular output were noted on an electrocardiograph from the previous check-up. Also, p-waves could not be tracked in the previous check-up. The low frequency attenuation filter was turned off and the patient will be followed normally.